Event description:
The pt was implanted with the vacfix ti spinal fixation system in 1999 as a single od / two screw hemi-construct. At approximately 3 mos post-op, radiographic assessment revealed that the spinal rod had migrated caudally from its original post-op position.